Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/oct/2017, 22/jan/2018, and 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: yellow particles, curved opening on the anterior side and weight to the spectrum. A visual and microscopic analysis was performed which identified two striated opening on the anterior side. Reason for reoperation is not applicable as this was a out of box event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "prosthesis ruptured during implantation." Surgery was completed with a back-up device. Silicone gel did not come into contact with the patient.